Event description:
The complainant reported that an impella 5.5 pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, the pump generated four ¿impella in aorta¿ alarms, all of which resolved spontaneously and appeared to be erroneous. The waveforms remained unchanged and were not consistent with impella-in-aorta patterns. Echocardiography later confirmed that the impella was correctly positioned and not in the aorta. The device was successfully weaned and explanted, and no patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for evaluation. Data logs were reviewed and at time of "impella in aorta" alarms showed no hard failures of the optical sensor. The root cause of the optical signal issue was most likely patient condition related per data log review and clinical details as the pump was confirmed to be in proper position and "impella in aorta" alarm were triggered correctly based on the based on the readings from the optical sensor. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Manufacturer narrative:
G4 device manufacture date updated.